Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had the ins installed last week and everything was set right. Patient stated they spoke to the manufacturing representative (rep) on friday and was told to turn stim down a little bit because they were feeling pain and it worked fine. Patient said that over the weekend they started having more urine and wanted to know if they could turn stim up a little. Reviewed how to adjust stim. Patient was able to successfully increase stim to a comfortable level. Patient would monitor symptoms. Additional information was received from the patient. The patient called back and reported they still don't think it's working; they can't tell if they're getting 50% of improvement in their symptoms. Patient added they felt the electrical sensation when they increased but they thought therapy was off because they weren't feeling anything before. Reviewed therapy information and that usually patients are set at a low setting at the beginning so their body acclimates to the device; stimulation expectations and general programming guidance. Redirected to healthcare provider(hcp) to further address issue. Patient said they're not sure if they have a post-op appointment scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.***

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.